Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2023, the patient was discharged home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2023, the patient was discharged home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.